Event description:
Boston scientific received information that the patient implanted with this right ventricular pacing lead presented to the emergency room due to experiencing syncope. An electrocardiogram revealed intermittent dropped beats. It was reported that the patient is pacer dependent, therefore a temporary pacing wire was placed. The device implanted with this lead was then interrogated and impedance measurements greater than 2,500 ohms were observed along with noise. There was concern the lead had fractured. An invasive procedure was performed. This lead was successfully capped and replaced.

Manufacturer narrative:
The lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.